Event description:
Ous MDR - this ra lead was capped and replaced due to noise on (B)(6) 2017. Home monitor transmission on (B)(6) 2017 shows noise on the ra lead. The patient also came into the clinic for a device interrogation and provocative testing which showed sensed noise on ra lead. The pacing percentage was noted to have increased from 40 to 55%. It was decided to monitor the patient. On (B)(6) 2017 home monitoring alerted high impedance on the rv lead. Pacing percentage had increased to 90% ap. The ra and rv leads were capped and replaced. No adverse patient events were reported.

Manufacturer narrative:
As of today, the medical devices are not available for analysis, therefore the devices themselves could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of these particular devices as well as on the data you provided. The manufacturing process for these devices was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the leads would be necessary for a root cause investigation. Should additional information or the devices become available for analysis, the investigation will be updated.